Event description:
It was reported that the patient presented to the emergency room (ER) complaining of being lightheaded and dizzy and device longevity was questioned. However the patient had not been seen in several years since the last device check. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room (ER) complaining of being lightheaded and dizzy and device longevity was questioned. However, the patient had not been seen in several years since the last device check. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.